Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The surgeon was using the 5-0 coated suture p-1 cutting needle, 11mm. While suturing, the needle broke, luckily it was closer to the straighter section before the suture starts. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: please clarify how many devices was used on this single procedure: there were 2 devices used but only one needle broke. There has only been 1 incident to report here. What is the total number of procedures? 1. This was on 1 procedure. 2 devices were used but it only occurred with 1 of the sutures/devices. It has not been reported to me of any other instances or events. There have been no additional instances either reported. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.